Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the device would not cut. The case was successfully completed with a second device with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 11/14/08. Blade does not cut - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.